Manufacturer narrative:
July 10, 2013: the associated manufacturing records were reviewed. The review of the manufacturing records confirmed that the subject device was fabricated and released in accordance with established procedures. Further analysis from the manufacturer is pending.

Event description:
This patient's device and leads were removed on (B)(6) 2013 due to an infection.